Manufacturer narrative:
The medical center in (B)(6) discarded all product in 2021. No benchtop testing for hemolysis analysis is possible. No root cause determination is possible. Should more information be shared that leads to root cause, a final report will be filed.

Event description:
The medical team in (B)(6) in (B)(6) 2021 had a successful cp support. Later in (B)(6) 2022 the (B)(6) registry noted hemolysis occurring during support. No intervention was noted. Two months later in (B)(6) 2022 the registry team further updated that haptoglobin was infused to treat the hemolysis.